Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5-1 was failed with not detected on bus. A field service engineer (fse) reseated the row board cable on crack of controller board for both sub drawers. Then checked all the pockets in drawer. Then the fse ran the drawer test in diagnostics and had pharmacy test drawer by inventorying items in drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.